Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that he was changing his set and he received the alarm and lost all of his settings. Customer tried to reprogram his settings and when he goes to rewind and prime it goes back to the motor error. Customer stated that it has done it about 15 times. Customer stated that he had a motor position encoder error alarm first, but the error reports show a motion sensor test failure alarm. Customer has occasionally had motor errors over the last year or 2. Customer reported that once the customer rewinds, everything goes fine but tonight the alarm kept recurring. Customer stated that the pump has been dropped before and there is a crack where the battery goes in. The crack has been there for close to a year. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other error alarms due to an erased history file. No other alarm was noted. The pump was received with broken battery tube threads, a broken reservoir tube lip, and minor scratches on the display window.